Event description:
Procedure: thoracoscopy. According to the reporter: during a left video-thorascopy, after the physician introduced the device and the optic 0, a cracking sound was heard. A piece of the trocar in the patient, broke and was found in the thorax.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).